Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 10mm (B)(6) was returned for investigation. Visual evaluation of the as returned product identified significant bone attachment, and fracturing at the collar. No pre-existing conditions were noted. The reported product was located on an unknown tooth site and used for approximately 4.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). According to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number 63071241. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63071241) for similar event and no other complaint was identified. Post market trend review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (B)(6). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
There is no update to the original description provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's ID is unknown. Patient's age is unknown. Patient's weight is unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant fractured requiring implant removal. It was not indicated that the patient would return for additional appointments. Tooth number was not provided.